Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer needed help from friends to walk, due to elevated blood glucose level (bg) and was taken to the emergency room. Customer was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 517 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no permanent damage. Tandem technical support walked caller through a pump system check and confirmed pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to verify the release date from the ICU; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.